Event description:
Arrived on scene on 9/30 to find a male pt age 49 in cardiac arrest. Crew attached unit. Unit went to analyze, then went dead. Powered back on and unit prompted "low battery." Customer has tried other batteries (even a brand new one) with the same results. CPR was performed. About three minites later a paramedic arrived and took over pt care. Pt was pronounced at hosp.